Event description:
I had been using this particular brand of tampons for years without an issue; however, recently whenever I went to pull the tampon out, it would separate and break apart and be really hard to remove. It was painful and scary. I have since stopped using the product knowing how unsafe that is. Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes.